Manufacturer narrative:
Visual and optical examination of the set screw flank identified significant gouging on the upper portion of the thread flanks, with premature deformation of the set screw node, and evidence of thread jumping. These observations are consistent with incomplete seating of the rod prior to attempted insertion of the set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with idiopathic scoliosis underwent unspecified spinal procedure at t4-l3 levels. Intra-op, surgeon used the beale reducer to reduce the rod while he placed the set screw at t11. It was at this time that the set screw peeled. The set screw peeled on the threads of the tulip of the screw. It is alleged that the set screw peeling maybe due to a missed manufacturing step in the manufacturing of the threads on the tulip of the screws. No patient complications were reported. It is unknown if any fragments of the set screw was left in the patient.